Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 3.50 promus premier¿ drug eluting stent was selected for use to treat the target lesion. However, the device came in contact with the proximal end of a non-bsc guide catheter extension and the stent flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. A 16 x 3.50 promus premier¿ drug eluting stent was selected for use to treat the target lesion. However, the device came in contact with the proximal end of a non-bsc guide catheter extension and the stent flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).